Event description:
The customer reported the generation of erroneous glucose, cholesterol and triglyceride patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the photometer lamp, broken mix bar, sample probe and degasser which resolved the issue. Age, weight and ethnicity: information not provided by customer. (B)(6). (B)(4).